Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('uterine perforation/migration') in a female patient who had essure (batch no. 904747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: patient received treatment for events- pelvic pain female, genital bleeding, uterine perforation, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case become incident, previously reported event injury was deleted, newly added events- pelvic pain female, genital bleeding, psychological trauma, uterine perforation, fallopian tube perforation, product indication was added, reporter was added. Lot no. Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation / migration of essure device location of device: back of uterus along fallopian tube,') and uterine perforation ('uterine perforation / migration / migration of essure device location of device: back of uterus along fallopian tube,') in a 27-year-old female patient who had essure (batch no. 904747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Concomitant products included nsaids for pelvic pain as well as dexamethasone and glycopyrronium (glycopyrrolate). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criterion medically significant), 4 months 11 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and genital haemorrhage ("abnormal bleeding"). The patient was treated with paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage, depression, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events- pelvic pain female, genital bleeding, uterine perforation, fallopian tube perforation, lot number:904747, manufacturing date: 2011-09, expiration date:2014-09. Quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jun-2020: pfs received new reporter information, lot no was added. New event added vaginal bleeding, menorrhagia, anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), device monitoring procedure not performed and psych injury updated to depression severity added. Concomitants drug was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('uterine perforation / migration') in a female patient who had essure (batch no. 904747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: patient received treatment for events- pelvic pain female, genital bleeding, uterine perforation, fallopian tube perforation. Lot number:904747, manufacturing date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation / migration of essure device location of device: back of uterus along fallopian tube,') and uterine perforation ('uterine perforation / migration / migration of essure device location of device: back of uterus along fallopian tube,') in a 27-year-old female patient who had essure (batch no. 904747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Concomitant products included nsaids for pelvic pain as well as dexamethasone and glycopyrronium (glycopyrrolate). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criterion medically significant), 4 months 11 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and genital haemorrhage ("abnormal bleeding"). The patient was treated with paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage, depression, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events- pelvic pain female, genital bleeding, uterine perforation, fallopian tube perforation, lot number:904747 manufacturing date: 2011-09 expiration date:2014-09. Quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: mr received: device removed, essure removal date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.